Event description:
It was reported that prior to surgery several thumb screws from their sets have been stripped of their threads and will not tighten anymore. Two have fallen out and have been lost in the drain as a result and back-up devices were available.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported issue is if the thumbscrew was overtightened, causing it to break. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.